Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 417 mg/dl. The customer was mentioned no delivery and offered troubleshooting and they stated that event was resolved by changing complete set. Troubleshooting was performed for beep anomaly. Customer was assisted with self test and insulin pump beep during tone test. The device will not be returned for analysis.